Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure related to the device's flow sensor assembly and air inlet path assembly were observed. The device's flow sensor assembly and air inlet path assembly were replaced to address the issues.